Event description:
It was reported that there was trouble establishing adequate thresholds. Another lead was implanted and y-adapted with the svc coil. The patient was then tested at nominal settings.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.